Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received power error detected alarm. Customer stated the alarm was recurred within a week of troubleshooting previous occurrence. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer stated insulin pump had not been exposed to temperatures below 41°f. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error 25, low battery alert and power loss alarm. The adapt tool confirmed power error 25, low battery alert and power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with corroded battery tube.